Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 110mg/dl. The customer reported that the insulin pump had an open book image. The customer reported that the insulin pump was not exposed to moisture. Customer stated that it seemed like the buttons weren't responding. Customer was unable to troubleshoot for keypad issue due to the critical pump error. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive keypad due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.